Event description:
It was reported the patient was not feeling paresthesia. High impedances were measured. It was also noted the lead had been used for two months. There was no harm or injury to the patient. Replacement of the electrode was required for result of the event. Patient was feeling paresthesia again. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported "nothing strange" was observed on the fluoroscopy. It was stated the lead was programmed as follows: +4, 5-, 6+, at 390mhz, 20us. The amplitude was set at 3.8v. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39. Product type: accessory. Updated PMA / 510(k) #. Analysis of the lead found that the conductor body was broken at the titan anchor site. It was stated 7 conductors were broken 25.5 cm from the distal end. There were titan anchor impressions in the outer insulation 26.2 to 27.2 cm for the distal end. Circuits 0, 3, and 4 were open. Circuits 1, 2, 6, and 7 were intermittent. Circuit 5 tested at 5.4 ohms. There were no shorts between circuits (dry). Analysis of the titan anchor found no significant anomaly. It was stated the silicone of the anchor was cut.

Manufacturer narrative:
Product ID 3877-45, lot # 0204731924, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.